Event description:
It was reported that the patient came to the clinic because the carelink monitor would not transmit successfully. While at the clinic, the device could not be interrogated and there was no magnet response. The patient's daughter further reported that the device "quit working" in 2009. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.